Event description:
My bard retrievable vena cava filter migrated and a strut broke off puncturing my vena cava and my duodenum, I had major surgery to repair both and to remove the strut. The surgeons are unable to remove the filter until most of my clots dissolve, clots I developed during surgery. I am wondering if another strut will break off and I will end up dead. Please take these off the market, there are other options when it comes to vena cava filters.